Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a lens barrel detached from a microscope and fell hitting the patient in the head. The customer suspected the screws must have been loosened while the microscope was being used as the attachment seemed to be tight before surgery. The procedure was completed. Additional information was received indicating when the assistant was attaching the cap to the microscope, the lens barrel fell and hit the left cheek of the patient. At this point, the laser filter was found to be mounted incorrectly. On the next day, a computer tomography scan was performed and no bone fractures were observed. After one week, swelling and pain had disappeared. The surgeon indicated loosening of the screw and mounting direction were the contributing factors to the event.

Manufacturer narrative:
Additional information provided in report. The hospital mechanical engineer (me) indicted the lens barrel was found to be mounted to the opposite direction of the correct setting. The lot number for the filter was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Through additional information from leica and the customer, it was found that the customer attempted to install the filter on an m-844 microscope. These two products are incompatible, as the microscope has a fine thread (p=0.5mm) screw compared to the filter¿s regular thread (0.8mm) screw. Per the doctor filter label, the filter can only be used with m-640, m-690, and m-841 leica microscopes. Therefore, the filter is not compatible and should not be used with the m-844 microscope. The root cause of the reported event can be attributed to improper installation by the customer. (B)(4).